Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 05/11/2016. It was reported that following insertion the patient experienced urinary frequency, incomplete bladder emptying, dysuria, vaginal itching and burning, incontinence, and cystitis. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision and had a mesh removal surgery on (B)(6) 2010, due to bleeding, pain, infections, erosion, urinary & bowel problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe bleeding, vaginal pain, recurrent bladder infections, recurrent urinary tract infections, vaginal scarring, and vaginal shrinkage.

Event description:
It was reported that following insertion the patient experienced severe bleeding, vaginal pain, recurrent bladder infections, recurrent urinary tract infections, vaginal scarring, and vaginal shrinkage.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03032. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and pelvic floor repair mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.